Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical checked the logfile and found that the o2 dosing was not affected. The displayed fio2 monitoring value is as designed in such a situation. It is technically not plausible that there was a patient desaturation because of this alarm. No other o2 alarms visible. Also, the o2 sensor was 109333 and is not known affected serial number range. Furthermore, no exact root cause has been established as the reported issue is no longer reproducible.

Manufacturer narrative:
At this time, the suspect device was not returned for investigation. However, according to the log files, it is a clear alarm 221 issue with a defective o2 sensor. The o2 dosing was not affected. The displayed "-" as fio2 monitoring value is as designed in such a situation. Technically not plausible that there was a patient desaturation because of this alarm. No other o2 alarms visible and the serial number (sn) of the o2 sensor was (B)(4) and is not in the known affected serial number range. On (B)(6) 2021, the technical support went onsite and inspect the unit. Downloaded log files, trending data then sent to tech support for analysis. Advised the customer to replace the o2 cell and calibrate. Unit passed all calibrations and testing and the alarms were no longer present. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 having 221 alarm - oxygen sensor requires calibration while on a patient. Furthermore, the patient was desaturated prior to the alarm. The patient was removed from the ventilator, started to bag and then transferred to a non-vyaire ventilator (unspecified brand/model), soon after the occurrence, the patient expired.